Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. All available information was investigated and the reported issue could not be confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. In this case the returned device analysis was unable to confirm the reported inability to actuate grippers as no issues were noted while opening and closing grippers during testing. Based on the available information a conclusive cause for the reported inability to actuate grippers could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve. During grasping, it was noted both the gripper arms did not lower. Troubleshooting was performed however was unsuccessful. The clip was inverted and retracted to the left atrium (la) and the gripper lever was pulled past the blue line and the grippers tested again however were still unable to lower. The cds was removed with no issue. Two clips were implanted, reducing mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.